Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings and pump experienced high blood glucose levels. The customer¿s blood glucose was 433 mg/dl and the sensor glucose was 91 mg/dl at the time of the incident. The customer¿s current blood glucose was 388 mg/dl. Troubleshoot was performed and the customer stated that there was at least 250 points. Customer declined troubleshoot for high blood level. The sensor will not be returned for analysis.